Event description:
Reportable based on additional info received on (B)(6) 2012. It was reported while using the cool path ablation catheter during an atrial flutter ablation procedure, the luer extension tube cracked and leaked. During the procedure, the pump alarmed and the physician noted that the luer extension tubing had cracked and leaked saline near the irrigation port. The irrigation port did not detach. The physician was unable to use this catheter to complete the procedure. The procedure was completed with another of the same device and there were no consequences to the pt.

Manufacturer narrative:
A cool path catheter was received for evaluation. Visual inspection revealed the luer extension tube was broke and the fluid lumen was detached from the proximal edge of the catheter handle. Functional testing could not be performed due to the returned condition of the catheter. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. The root cause classification is consistent with supplier quality. A quality improvement product was initiated to investigate the issue and improve the process. As a result, improvements to the tubing quality and improvements to the internal inspection process have been instituted. Sjm partnered with the vendor of the tubing and determined that the material was not processed with the necessary conditions to ensure optimum tubing quality; the process has been improved by the vendor in order to prevent potentially defective tubing from being utilized during the manufacturing process, sjm has additionally instituted a new testing fixture that improves our ability to detect the nonconforming tubing.